Event description:
Patient reported the glass on the infusion device is scratched. Patient stated she cannot see the display well. Patient reported the infusion device works but she has a hard time reading the data. Patient stated she can misunderstand the values. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact. Therefore, the display is no longer fully readable in the area where therapy- relevant information is visible. The scratched display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to a handling issue.